Manufacturer narrative:
Product ID, 7495-51 lot# serial# (B)(4), implanted: 2001 (B)(6), product type extension product ID, 7434-e lot# serial# (B)(4), product type programmer, patient product ID, 3587a lot# l93967, implanted: 2001 (B)(6), product type lead. (B)(4).

Event description:
It was reported that when the device was implanted, it "poked" the patient's spinal cord and "crippled" the patient because the doctor "put the device in the wrong way." The reporter stated that "it was an experimental procedure" but the patient was "not told it was an experimental procedure" when the doctor did the implantation. The reporter believed that after the procedure the doctor "quit doing that procedure." Additional information has been requested but was not available as of the date of this report.